Manufacturer narrative:
Other, other text: h3: one cadd legacy 1 pump was received in good physical condition. There was no evidence of the reported issue in the event history log. The customer's concern regarding failed accuracy was unable to be confirmed. However, delivery accuracy testing on the pump supports the complaint. Delivery accuracy testing found the pump's average delivery error to be over delivering the control limit specification of +/- 3% but within the published specification of +/-6%. The pump's expulsor will be trimmed to bring the pump's delivery into more nominal range. The scratched screen will al there was no fault found with the returned pump.

Event description:
It was reported the device failed delivery accuracy testing. The measure flow rate was 8.55% below nominal. No patient involved.